Event description:
It was reported that the patient presented in the emergency room experiencing discomfort due to phrenic nerve and diaphragmatic stimulations. Upon interrogation, the left ventricular (lv) lead exhibited loss of capture. X-ray confirmed the lead dislodgement. The lv lead was successfully repositioned and remained implanted. The patient had no adverse consequences.